Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407645 implantable pacing lead, (B)(6) 2013.

Event description:
The patient reported feeling a "clicking" on or near the device. The device remains in use. No patient complications have been reported as a result of this event.